Event description:
It was reported that the incision site of the patient had torn open. The patient was hospitalized and had the wound applied with a surgical glue. The patient was discharged from the hospital. The device remains implanted and in service. No further information has been obtained despite good faith efforts.